Manufacturer narrative:
Additional information added in b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information received on 19-feb-2021: medication 1: medication name: depomedrol 40 mg injection date: (B)(6) 2019 other level, specify: right si joint medication 2: medication name: kenalog 40 mg injection date: (B)(6) 2020 levels: l5-s1, details: tranforaminal epidural steroid injection medication 3: medication name: kenalog 80 mg injection date: (B)(6) 2021 other level, specify: caudal injection, details: caudal epidural steroid injection action type: diagnostic action subtype: CT scan-2 action result: normal action date: (B)(6) 2020 (B)(6) 2021 visit: pain is ongoing, tried epidural injections with relief, saw pain management is scheduled to have another, using lyrica and tizanidine for relief, ordered new MRI. Date of visit: (B)(6) 2021 pregnant since study surgery unscheduled 1: has the subject become pregnant since the study surgery: no usade/uade assessment : no could dd have led to sade?: not applicable updated information received on (B)(6) 2021: sponsor assessment: dbm kit is not related.

Event description:
Updated information received on 07-apr-2021: has the subject becomepregnant since the study surgery: no date of visit: (B)(6) 2020 usade/uade assessment- no could dd have led to sade? : not applicable updated information received on 08-apr-2021: medication 4: medication name: 0.5 cc 1% lidocaine injection date: (B)(6) 2019 other level, specify: right psis, details: trigger point injection updated information received on 09-apr-2021: sponsor assessment: dbm kit not related infuse kit: unlikely interbody device: possible mgs kit: unlikely multiaxial screws: unlikely procedure: unlikely rods: unlikely set screws: unlikely surgical procedure: unlikely.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following products were used in the surgery: product ID: 7510400, lot: m111613aaa, qty.: 2, PMA: p000058, UDI# (B)(4). Product ID: 55840006540, lot: h5433871, qty.: 6, 510(k): k113174, UDI# (B)(4); product ID: 5540030, lot: h5500133, qty.: 8, 510(k): k113174, UDI# (B)(4); product ID: 56301105, lot: ca18a054, qty.: 1, 510(k): k171689, UDI# (B)(4); product ID: 56300905, lot: ca17j043, qty.: 1, 510(k): k171689, UDI# (B)(4); product ID: 56300805, lot: ca17j118, qty.: 1, 510(k): k171689, UDI# (B)(4); product ID: 1555501080, lot: 0693500w, qty.: 2, 510(k): k113174, UDI# (B)(4); product ID: 1555501080, lot: h5491586, qty.: 2, 510(k): k113174, UDI# (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Primary diagnostic indication: instability (up to and including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis) from (l2- s1) type of procedure: interbody fusion number of levels to be treated: 3 levels (l2-l3, l3-l4, l4-l5) it was reported that on (B)(6) 2019, post-op, patient suffered with increased low back pain and radiculopathy. Patient underwent drug therapy and physical therapy. The seriousness of the adverse event was determined to be moderate. According to sponsor assessment, the adverse event was determined to be surgical procedure related. It was determined that the adverse event was not related to any of the implanted device. Patient's outcome was pending.

Event description:
Updated information received on 23-feb-2021: sponsor assessment: dbm kit is not related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.